Manufacturer narrative:
Please note that the exact event date is unknown and that the event date is the complaint awareness date. As reported, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: deep vein thrombosis (dvts), filter tilt with its cone lying on the wall of the ivc embedded within it, struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Deep vein thrombosis (dvt) occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Clinical factors that may have influenced the event include patient, pharmacological, lesion characteristics or other comorbidities. The presence of these clots do not represent a device malfunction. There is no medical evidence of a causal relationship between the vena cava filter and the formation of new dvt. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: deep vein thrombosis (dvts), filter tilt with its cone lying on the wall of the ivc embedded within it, struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. No additional information is available.

Event description:
As reported through the legal department via a legal brief, the patient underwent placement of a trapease inferior vena cava (ivc) filter. The filter subsequently malfunctioned and caused injury, damage, including, but not limited to: deep vein thrombosis (dvts), filter tilt with its cone lying on the wall of the ivc embedded within it, struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The following additional information received per the medical records indicate the filter was being placed prophylactically due to history of deep vein thrombosis and factor v leiden deficiency for laproscopic gastric bypass patient had a history of pulmonary embolism, hypercoagulation, morbid obesity. Filter implanted the l3 vertebral body was measured, measuring down from t12 and the twelfth rib and then again from the sacrum up, to correctly identify it prior to filter placement into the inferior vena cava. According to the information received in the patient profile from (ppf), patient reported blood clots, clotting, and/or occlusion of the ivc, nerve damage, leg swelling, and falling down stairs.

Manufacturer narrative:
Additional information was provided and is available in: (age at the time of event, date of birth), (event date), (event description), (relevant history race and medical history), (brand name), (model, catalog, lot number, and expiration date), concomitant medical products and therapy dates (exclude treatment of event), unk dilator introducer, .035 storz guide wire, 11-blade scalpel, (date received by the manufacturer and PMA/510(k) number), (manufacturing date), (evaluation codes), the implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot r0508162 was performed and it was found that 1 defective unit were rejected during the assembly of this lot. The defect was reviewed against and no issues were noted that may be related to the reported complaint. The phr review confirmed that the rejected unit was properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. The phr review does not suggest that the failure experienced by the customer could be related to the manufacturing process.

Manufacturer narrative:
Complaint conclusion: it was reported that patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused injury, damage, including, but not limited to, deep vein thrombosis (dvts), filter tilt with its cone lying on the wall of the ivc embedded within it, struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The patient has also experienced blood clots, clotting, and/or occlusion of the ivc, nerve damage, leg swelling, and falling down stairs. The indication for the filter implant was prophylactically for a history of deep vein thrombosis and factor v leiden deficiency, prior to gastric bypass surgery. The filter was placed via the right femoral vein and deployed without complications in the inferior vena cava. The patient had a history of dvt, pulmonary embolism, hypercoagulation, morbid obesity. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Vena cava filters are not indicated for use in the prevention of dvt. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films for review, the reported filter tilt, perforation and filter embedded could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt and perforation are unknown at this time and it is unknown if the tilt contributed to the perforation. The reported nerve damage and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately 11 years post implantation. The patient reports deep vein thrombosis, perforation of filter into pericaval/mesenteric fat and lower extremity pain, redness and edema. The filter was implanted due to deep vein thrombosis (dvt) and factor v leiden deficiency.

Manufacturer narrative:
Complaint conclusion: it was reported that patient underwent placement of a trapease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently tilted with its cone lying on the wall of the ivc embedded within it, struts have penetrated through the wall of the ivc into the pericaval/mesenteric fat. The patient has also experienced, deep vein thrombosis (dvts), blood clots, clotting, and/or occlusion of the ivc, nerve damage, leg swelling, and falling down stairs. The patient also reports lower extremity pain, redness and edema. The indication for the filter implant was prophylactically for a history of deep vein thrombosis and factor v leiden deficiency, prior to gastric bypass surgery. The filter was placed via the right femoral vein and deployed without complications in the inferior vena cava. The patient had a history of dvt, pulmonary embolism, hypercoagulation, morbid obesity. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism (pe) where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in extremity edema. Vena cava filters are not indicated for use in the prevention of dvt. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films for review, the reported filter tilt, perforation and filter embedded could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt and perforation are unknown at this time and it is unknown if the tilt contributed to the perforation. The reported nerve damage and leg swelling, redness and pain do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.